Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been continually getting a notification on the controller that stimulation has been turned off even though they are not turning it off. Caller stated this happened 3 or 4 times and then again last night while they were sleeping. Caller added that they woke up this morning and found that stimulation was off. Reviewed with caller that stimulation can't turn off by itself unless the implant battery discharged. Caller mentioned that they never let the implant get below 70% full. Agent reviewed best to discuss with hcp/rep to have ins interrogated. Caller also mentioned that sometimes they will wake controller from sleep mode and unlock it and then they get a message that says no device found even though they are close to it. Caller stated they will try again and it will connect successfully. Reviewed possible telemetry disruptions. The patient was redirected to their healthcare provider to further address the issue. Caller stated they will monitor, take a picture of the message if it happens again and follow up with hcp at the appointment scheduled for (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the stimulation turning off was unknown. The patient stated it happened even while sleeping and the remote unit was fully charged. The patient noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.